Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced as advised in the field safety notice on platinum devices issued in (B)(6) 2018.

Manufacturer narrative:
This case (#: (B)(4) is related to the same event as the one already reported in # (B)(4) (associated MFR number: 1000165971-2018-00792). The subject file is closed as such (duplicate). Results of the investigation will be provided in # (B)(4) (associated MFR number: 1000165971- 2018 - 00792).

Event description:
Reportedly, the device was prophylactically replaced as advised in the field safety notice on platinium devices issued in july 2018. Case file#: (B)(4) is related to the same event as the one already reported in # (B)(4) is closed as such (duplicate).